Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.